Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient did not drive and had relocated. Their healthcare provider (hcp) did not want to refill the pump and the patient was looking for a hcp to refill their pump. It was reported that the patient did not have any concerns with their device or therapy. The patient received assistance from their physician or manufacture representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014. It as noted that the patient needed help finding a new physician. It was also reported that the patient was still having concerns with their device or therapy, but had not sought further help. No symptoms were reported.